Manufacturer narrative:
Ditional information was provided in sections d.9, h.3 h.6 and h.11. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Sample was received at the manufacturing site. A visual assessment of the returned sample revealed cable discoloration and dented irrigation line. The returned sample was connected to a calibrated with system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. Refer to the attached investigation log. No functional problem was found with the returned handpiece during testing at manufacturing site; therefore, the customer reported event was not able to be confirmed. The returned handpiece was found to functionally exhibit no problems; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that this handpiece functionally exhibited no issues. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing on this investigation. A visual assessment of the returned sample revealed cable damage and a dented irrigation line. The returned sample was connected to a calibrated system. The handpiece recognized, calibrated, primed, and tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece also passed the temperature test. The returned handpiece was found to functionally exhibit no problems. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during cataract surgery, an ophthalmic handpiece overheated. The surgery was completed by using new handpiece. There was no patient impact was reported. This is the second of two reports received from the same initial reporter.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The sample has not been received by the manufacturing site. Therefore, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.